Event description:
It was further reported that the stent damage was noted during preparation after the device was pulled out from the protective hoop.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the tip of the blade was broken off. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning. Additional information: the blade was broken off inside the patient. However, all pieces were retrieved laparoscopically from the patient body. So, no pieces were left in the patient's body.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.